Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage of saline with the use of nexiva ((B)(4)). According to the customer's verbatim report, after catheter placement, leakage was observed from the catheter near hub when administering a saline to check.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary bd received a 24 gauge nexiva unit from lot 2278239 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the device had decoupled from the tip shield. Next, the engineer performed a leak test on the device and leakage was found near the nose of the adapter. Finally, it was identified that the catheter was damaged underneath the nose of the adapter. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the assembly process. When the tubing was placed over a pin it can get pinched or nicked causing the observed damage and leading to the device leaking.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage of saline with the use of nexiva (383511). According to the customer's verbatim report, after catheter placement, leakage was observed from the catheter near hub when administering a saline to check.